Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with the stylet in the lead and the helix retracted. Visual inspection noted an anomaly in the outer coil approximately 26 cm from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests confirmed that the lead was not electrically continuous. An x-ray confirmed that the outer coil was fractured. The fracture is indicative of cyclical fatigue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a routine follow up appointment, this right atrial (ra) lead had evidence of noise and high out-of-range impedances. The lead was explanted and replaced.